Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found thermal damage on the yaw pulley at the grip base. The instrument was found to have melting marks that left a dented impression. It was indicated that any material missing is likely to be thermally induced rather than mechanically induced. The instrument was subjected to further testing and passed the electrical continuity test. The known common cause of the observed issue is attributed to mishandling / misuse. This is consistent with the site stating that the instrument had collided with a harmonic ace curved shears instrument during the surgical procedure.

Manufacturer narrative:
Corrected information: section d4 lot number - n10190221 0213.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The general precautions and warnings in the instruments and accessories user manual instructs the user to: "use instruments with care. Avoid contact between instruments inside the patient and do not use any instrument to apply force to another instrument inside the patient." This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the fbf instrument possibly broke off and was not found. At this time, the location of the missing instrument fragment is unknown and it is unclear if the fragment actually fell inside the patient and was retained. In addition, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that after completing a da vinci-assisted gastrectomy procedure, the site cleaned the instruments used during the procedure and observed a dent on the pulley cover of the fenestrated bipolar forceps (fbf) instrument. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the surgeon reviewed the procedure video and confirmed that the fbf instrument pulley cover collided with a harmonic ace curved shears instrument. As a result, a fragment from the fbf instrument allegedly broke off, possibly fell inside the patient, and was not found or retrieved. According to the site, no post-operative tests (x-ray, ultra sound) were performed. No post-operative complications have been reported as of the date of this report. No issue was found on the harmonic ace curved shears instrument. Isi was unable to obtain a copy of the procedure video. The general precautions and warnings in the instruments and accessories user manual instructs the user to "use instruments with care. Avoid contact between instruments inside the patient and do not use any instrument to apply force to another instrument inside the patient" and "avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips, or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by a generator solid tone or an instrument error."